Manufacturer narrative:
This report is submitted on december 28, 2018, by cochlear ltd. On behalf of cochlear americas. Registration number (B)(4). Exemption number (B)(4).

Event description:
Per the audiologist, it was reported that the patient experienced skin overgrowth and infection at the implant site. Subsequently, the patient underwent revision surgery (date not reported), in order to convert the patient to a percutaneous baha implant system. During the procedure, the abutment was removed and a magnet was placed on the internal fixture.